Event description:
During a dressing change the catheter was noted to be leaking at the hub/catheter connection site. The insertion site was intact without and drainage, redness or breakdown noted. The catheter was exchanged and sent to biomedical for reporting and shipping to the manufacturer.

Manufacturer narrative:
Corresponding medwatch submitted by user: (B)(4). The device has not yet been returned to vygon, but the complaint details have been sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.